Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter got entangled and kinked at the tip. The procedure was completed with another ivus catheter. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was received for analysis. Visual and microscopic inspection revealed that the sheath assembly was kinked, and the imaging window was twisted with ripples. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. During product analysis, the twisted imaging window and drive cable noted indicate that the device was advanced into the patient anatomy while rotating. It has been identified that only when the catheter is advanced with the motor drive unit (mdu) on does the increased torque transmission and torque strength of the hubble drive cable lead to high enough torque build up in the event of an imaging window kink to cause a twist event. Per the IFU indications, the motor drive unit shall remain off when inserting the device into the patient.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter got entangled and kinked at the tip. The procedure was completed with another ivus catheter. No patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.